Event description:
While wearing the external equipment, the pt reportedly experienced sound percept problems and a pain sensation. External equipment was exchanged. However, the problem was not resolved. The pt was seen at the center for device eval. Testing performed confirmed that the pt's c1 device was no longer functioning.